Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem was identified as a hardware error of the ias (image acquisition system). Log file analysis showed a communication error was detected due to an image system failure during system preparation. After a system reboot the hardware failure was reset with the first footswitch (fluoro) activity. Due to lost communication with the ias the system restarted itself and went into bypass mode. The specific problem does not represent a total loss of functionality of the system. In the event of an ias error, the system remains operational in regards to the procedure and fluoro and acquisition are still possible without limitation the ias was replaced by the local service organization and no further errors have been reported. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that when attempting fluoro, the image system reboots. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.